Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc and act buttons. The keypad connector on the lcd board was locked. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the act button was not responding properly. The caller stated that the button had to be pressed a certain way in order to get a response. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.